Event description:
Per (B)(6) home health nurse, the pt's pump is alarming repeatedly for "air in line" with each infusion. Nurse advises the alarm keeps going on and off, though, they are able to run the pt's infusion today. Device serial number was not provided. No adverse events or missed doses were reported due to the device issues. The device is available for return upon the pt receiving return shipping materials. Pt is infusing 35gm/350ml octagam 10% using 1-5gm/50ml vial, 1-10gm/100ml vial, and 1-20gm/200ml vial. No additional details, dates, or information provided. Indication: chronic inflammatory demyelinating polyneuritis.